Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and critical pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump shut off after a button error alarm. Customer reported that a critical pump error was displayed on the screen no significant events leading to the issues were observed. Keypad anomaly troubleshooting was performed and confirmed that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with frozen screen after battery insertion on medtronic logo due to severe corrosion on electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to display anomaly. Unable to verify keypad unresponsive/button error alarms, critical pump error alarms or stuck button alarms due to display anomaly. Device received with corroded battery tube, moisture damage on motor assembly and corroded force sensor assembly.